Event description:
It was reported, while using the gamma 3 targeter, the surgeon put the nail in too far and was trying to back out the nail and tapped on end of targeter with the mallet provided in gamma kit and broke off a small chunk of the targeting arm as a result. Surgeon was able to complete case without any issue or consequences.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.